Event description:
Patient's father flushed central line with normal saline flush -10mls-. While flushing pt, dad noticed that his face was "beet red" and appeared to be puffy looking. Pt also immediately had an episode of diarrhea and was choking and gagging. Dad had another brand of normal saline flush in the home from another company and flushed with that brand without a reaction. Adverse event lasted about 4 minutes and resolved except that the pt appeared lethargic to the father. Dose or amount: 10ml. Frequency: as needed. Route: IV bolus. Dates of use: 2008. Diagnosis or reason for use: flushing central line. Event abated after use stopped: yes.